Event description:
Employee health rn states that the individual involved was a lpn, and that the incident occurred in 2000. The lpn's symptoms were hives, hand and body blister, and difficulty breathing after wearing the gloves. The lpn was treated with albuterol, hydrocortisone cream, benadryl, a medrol pack, the lpn saw one dermatologist and 2 allergists. This person was on medical leave at one point. When the lpn returned to work, the lpn touched a tourniquet and had a reaction to it.